Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered due to low pacing impedance was on the right ventricular (rv) lead. Additionally, rising to high thresholds were also observed. It was noted that both the impedance and threshold levels have been chronic. The rv lead remains in use. No patient complications have been reported as a result of this event.